Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. As there was no damage noted to the sds during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that manipulation of the device and/or interaction with the anatomy and/or other devices resulted in the noted lifted stent struts, the noted wrinkled inner/outer member and ultimately resulted in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that per the instructions for use, the xience xpedition everolimus eluting coronary stent system is indicated for use in the coronary arteries, improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions and patients presenting with in-stent restenosis in coronary artery lesions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 80% restenosis in the internal carotid artery. A 4.00 x 15 mm xience xpedition stent delivery system (sds) was selected for the procedure. During preparation there was no resistance felt during removal of the sds from the plastic hoop/coil. The sds was advanced with no resistance to the lesion and at some point the proximal shaft separated into two pieces near the hub. The sds was removed from the anatomy by pulling on the portion of the shaft that was protruding out of the end of the guide catheter outside the anatomy. An unspecified sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.